Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 08/22/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
End user's husband reported that medical attention was sought on (B)(6) 2016 at 5;30 pm. The end user displayed signs of being lethargic and incoherent. A blood glucose test could not be performed on the prodigy diabetes meter due to continous error messages. The end user visited the ER and upon arrival her blood glucose was 132 mg/dl and no treatment was administered. Laboratory testing was performed but no further details were provided. Prior to discharge from the ER the end user's blood glucose was 105mg/dl and she was instructed to follow-up with her pcp. No further details were provided.